Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. The exact root cause remains unknown as the device was not returned for evaluation. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chol - "after deploying bag fell into abdomen, broke at ties 5cm above bag. Picture will be sent with cer. Happened a few times before incidently. Additional received by email from tm on (B)(6) on the times happened before: no unfortunately no information, my contact heard it 2nd hand mentioned. Sorry".